Event description:
The consumer stated that the points wart removal product caused the skin to become scaly and burnt after treatment. The consumer stated that the skin where the treatment was administered was injured to the point they had to seek medical assistance. The consumer went to the emergency room where he was instructed to stop treatment and was treated for the injuries. The specifics on the treatment were not disclosed. No photos could be provided of the injury according to the complaint questionnaire. The consumer reported usage details as follows: the product was charged and then waited 15 seconds before applying it to the wart for a length of 40 seconds. This treatment was done once and repeated the procedure after 2 weeks, a total of 4 treatments with the same procedure.

Event description:
The consumer stated that the pointts wart removal product caused the skin to become scaly and burnt after treatment. The consumer stated that the skin where the treatment was adminisitered was injured to the point they had to seek medical assistance. The consumer went to the emergency room where he was instructed to stop treatment and was treated for the injuries. The specfiics on the tretment were not disclosed. No photos could be provided of the injury according to the complaint questionnaire. The consumer reported usage details as follows: the product was charged and then waited 15 seconds before applying it to the the wart for a length of 40 seconds. This treatment was done once and repeated the procedure after 2 weeks, a total of 4 treatments with the same procedure.

Manufacturer narrative:
The consumer reported that after completing four total treatments on warts located on the back and forearm, the treated area became scaly and burned. The consumer stated that the area that was treated was injured to the point they had to seek medical assistance. According to the questionnaire provided the consumer charged the product for 40 seconds, waited 15 seconds before applying the applicator to the wart and applied the frozen applicator bud to the warts for 40 seconds. The consumer completed a total of four treatments and waited two weeks in between treatments. The consumer sought medical attention after the treated areas became red, sensitive, scaly and stung. The consumer visited an emergency room as a clinical course where the doctor instructed the consumer to stop treatment and treated the affected area. The treatment that was received was not disclosed in the questionnaire. The questionnaire also stated that the wart/verruca was not diagnosed by a medical professional. According to the product instructions, the pointts product should be charged for 3-5 seconds to saturate the applicator. The consumer charged the product for 40 seconds for each treatment. The consumer did not follow the product instructions. The product instructions also state that if the consumer is unsure about the wart being treated, consult a medical professional before using the pointts wart removal system. Since the consumer did not get receive a diagnosis from a doctor it is possible they were treating warts/verrucas not suitable for the pointts product. Since, the consumer did not adhere to the product instructions this complaint will be resolved as user error. An e-mail communication from genomma reported there would be no further information provided by the consumer.